Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) and diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels read "high" on the personal diabetes manager (>500 mg/dl) while wearing the pod between 36 and 48 hours. Patient's mother reported the pod's cannula dislodged while sleeping. Symptoms reported include hyperglycemia and excessive vomiting. The patient was treated with intravenous fluids, zofran and phenergan. Patient had been in the ER for 10 hours and was still there at the time of reporting.